Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The sgc was advanced to the left atrium (la), but became caught on the chiari network. The sgc was pulled back to the right atrium (ra), bringing some of the chiari network into the ra. After removal of the sgc, tissue was noted on the guide. Suction was performed in the la and a new sgc was used to continue the procedure. The clip delivery system (cds) was advanced to the la, but was steering in the opposite direction. It was believed that the device was mis-keyed; however, the clip was successfully deployed, reducing mr to grade 3. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue and device operates differently than expected (device miskeyed) could not be determined. The investigation was also unable to determine a definitive cause for the device operates differently than expected (device miskeyed) as the device was not returned for analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.